Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges intermittently slid off the pump during basal delivery. Reportedly, the customer believed that the pump was the cause of the issue. The customer's blood glucose (bg) level ranged from 250 mg/dl to "high" (no bg value provided for high bg). Elevated bg was treated via bolus using the pump. Reportedly, the customer successfully reinstalled the cartridge and continued to use the pump for insulin therapy.